Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage in force sensor resistor. The excessive no delivery alarm test and occlusion test could not be performed due to prime anomaly. The device passed the displacement test. It was received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 19 mmol/l. The no delivery alarm was resolved by a complete set change. During troubleshooting, the insulin pump failed the high pressure test alarming motor error. The device was returned for analysis.